Event description:
Clinic notes were received on (B)(6) 2015 and mention that the patient had an increase in seizures in the beginning of (B)(6) 2015. On (B)(6) 2015 she had a prolonged seizure cluster in which she received diastat that led to successful resolution of her cluster. There had not been definitive provoking factors at that time. She remained at about 1 tonic seizure per day until the last week where she had one seizure that led to a fall and broke her shoulder. After this she was having 4-5 events per day consisting of tonic seizures with very quick recovery. She has not missed any doses of medications. She did tolerate the increase in onfi dose without new side effects. Notes dated (B)(6) 2015 state that it is possible that a decline in vagal nerve stimulator battery could be impacting seizure control recently. It is also mentioned that impact of pain during sleep in the last week since her fall may also be impacting seizure control recently. Notes state that given the high end settings that are in use and the fact that the patient has had some worsening of her seizure control in the recent past, they will go ahead and proceed with a replacement of the vns device. Attempts for additional relevant information have been made but have been unsuccessful to date. While surgery is likely, no surgery has occurred to date.